Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instruction for use that accompany the device indicate that ¿to reduce the possibility of post-operative valve migration (e.g., as the result of magnetic influence due to MRI), suture the valve to adjacent tissue by passing a suture through the polyester-fabric-reinforced flanges.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported the patient had an MRI. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was unable to adjust. According to the report during explant surgery, the doctor noticed the valve had turned under the scalp. Reportedly, there was no injury to the patient and the patient is currently in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.